Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that there was no increase in the lv thresholds, but the device had not successfully completed an lv threshold test. The physician has elected to continue monitoring the system. Additionally, pacemaker mediated tachycardia (pmt) episodes were observed but no programming changes were made. The lv lead is not a bsc product.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances and high thresholds on the left ventricular (lv) channel. The make of the right ventricular and lv leads is unknown. This crt-d remains in service. No adverse patient effects were reported.